Event description:
The customer reported that she was hospitalized with high blood glucose levels over 400 mg/dl. The customer experienced vomiting, headaches, dizziness, and difficulty breathing. The customer had been experiencing high blood glucose levels for the past month. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Advised the customer that a tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.